Event description:
Reporter alleged the expiration date on the label of blood glucose monitoring test strips is a usable one; however when checked against the manufacturer's inventory system indicated the strips were expired. Reporter stated the test strip label expiration date is 08-31-2005 and the manufacturer's expiration date indicated the expiration is 08-31-2004. Reporter stated not having the original box for the strips. A request was made for the return of the suspect product and replacement product was sent.